Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed recurring ¿alert 38, motor stall¿ events during rewinding, tubing fill, and dry-run attempts, despite multiple rewinds, which resulted in an insulin delivery interruption; the device was replaced and the user was instructed to continue insulin via pen as needed. Symptoms included hyperglycemia risk due to interrupted subcutaneous insulin delivery, mitigated by subcutaneous insulin pen use. Outcomes included no hospitalization and continued glycemic management with a backup method. Investigation included review of device history and complaint details and replacement logistics. Investigation of this device revealed a consecutive motor stall condition consistent with an insulin delivery motor malfunction localized to the pump motor/drive assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the motor/drive system leading to stalled insulin delivery.